Manufacturer narrative:
(B)(4). The male luer of the maxplus connector conformed to specification and connector passed high pressure leakage testing, it is concluded that the maxplus connector did not contribute to the reported leakage issue by customer. We were unable to determine the actual root cause of the reported issue by the customer.

Event description:
Customer states they have had issues when power injecting through the maxplus. They are connecting the maxplus to the hub of the catheter and securing with tape and tegaderm. There is no failure of the maxplus itself, but it comes loose from the hub of the catheter and causes contrast to leak. No harm to pt or clinician reported. No additional information provided.